Manufacturer narrative:
Terumo has rec'd the actual device for investigation; however, the investigation is incomplete. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during endoscopic vein harvesting procedure, there was a nodule that prevented the endoscope from fitting into the evh system. There was no pt injury. The product was changed out. The surgery was completed successfully.